Manufacturer narrative:
The event was reported to key surgical by a (B)(4) distributor of the device, (B)(4). The reported event occurred in (B)(6); however, key surgical has historically marketed similar versions of the device in the united states using the same part number. The device was unavailable for investigation. Key surgical, together with (B)(4) requested additional information from the hospital facility that initially reported the complaint information to the distributor, (B)(4) on several separate dates. The user facility was unable to provide further information on the reported event. The cause of the reported malfunction is unknown. The review of the limited information available for the device complaint received from (B)(4) and the user facility resulted in no non-conformities, abnormalities or information related to the complaint root cause. Through 12/12/2018, review of complaint history against sales data reveals that the complaint rate for this product is 0.68%.

Event description:
Dark blue soft plastic portion of the light handle cover separated from light blue hard plastic base. No patient impact reported.